Event description:
New information reported on (B)(6) 2016 that an x-ray revealed good position for the leads and the patient didn't need any lead revision/repositioning and increased atrial threshold event was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited loss of capture and sensing due to the lead dislodging. The lead was successfully repositioned. The patient was in good condition post surgery.